Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, in-stent stenosis is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is the second of 2 reports. Subject device remains implanted.

Event description:
It was reported that at the 12 month-follow-up a successful stent-assisted coil embolization procedure, the digital subtraction angiography (dsa) showed that left occluded "culprit" artery (oca) was nondominant and appears occluded intrastent (100%). Large patent left posterior communicating artery (pcom) supplies left posterior cerebral artery (pca) territory basilar artery and right pca stents (subject device) are patent. There were no clinical consequences to the patient.